Event description:
Boston scientific received information that this health care professional (hcp) contact boston scientific technical services (ts) to discuss left ventricular (lv) annotated markers. It appears that the lv lead had dislodged resulting in no lv capture and sensing of the right atrium. Additionally, it appears that when performing lv pacing thresholds the right atrium was capturing. No adverse patient effects reported.

Manufacturer narrative:
At this time the lead remains in service. Should additional information be received, this investigation will be updated.

Event description:
Subsequently, additional information was received from the local sales representative stating that the physician elected to not reposition the lv lead due to the patient's tortuous anatomy. The lv lead has been programmed off and av delay was extended. No adverse patient effects.